Manufacturer narrative:
Follow-up #1: date of submission 19-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: the pump's black box showed that there was a loss of prime warning. The pump was exercised for 24 hours with no alarms duplicated. The force sensor passed a calibration check. Moisture corrosion was found near the force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.